Event description:
It was reported, that patient's right ventricular (rv) lead and atrial lead exhibited diaphragmic stimulation. It was noted, from fluoroscopy hat, both leads were dislodged. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement and muscle stimulation were not confirmed. As received, a complete lead was returned in one piece for analysis with the lead helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.